Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. Investigation conclusion: bd was able to confirm/ reproduce the incident in question. The incident identified from this complaint will be monitored for trend evaluation. Root cause description: the probable cause for the occurrence is related to failure at stopper assembly station. Rationale: CAPA is not required.

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip stopper is damaged. This was discovered before use. The following information was provided by the initial reporter: syringe has come with the plunger rubber damaged. Important: a lot of syringes are coming with this quality issue, making their usage impossible.